Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, at the time of resection, the firing stopped when using the powered stapler. And because the resection was completed without problems with the second reload, it was asked if the cartridge was defective. Whether the tissue was thick or the button had not been pressed twice was being checked. There was no patient injury.